Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, and shape of the native anatomy. In this case, patient anatomy may play a role as the patient had annular calcification. However, the cause of the reported dislodgement could not be conclusively determined with the limited information available. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per physician, the pre-implant balloon aortic valvuloplasty (bav) could have potentially resulted in the ventricular septal defect (vsd). A conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient had annular calcification. There was significant calcium between the right coronary cusp (rcc) and non-coronary cusp (ncc) and appeared to be fused between the rcc and ncc. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Upon full deployment, the valve dislodged into the left ventricular outflow tract (lvot) and was retrieved and retracted into the descending aorta. A pre-implant bav was performed using a 23 millimeter (mm) non-medtronic balloon prior to the implant of the second valve. One inflation was performed for approximately five seconds using a 60 cubic centimeters (cc) syringe. A second valve was implanted. An echocardiogram performed post valve implant confirmed a ventricular septal defect (vsd). No treatment was given for the vsd. Per physician, the pre-implant bav could have potentially resulted in the vsd. The patient died on the day of the valve implant due to the vsd. It is not known if an autopsy was performed.